Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer of a transistor within the mixed mode integrated circuit. This anomaly caused a high current drain, which over time resulted in reported clinical observation of safety mode being triggered and resulting in patient symptoms and intermittent asystole.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that upon the patient's presentation for post-implant follow-up this pacemaker was found in safety mode. The patient was placed on holter telemetry and a period of asystole lasting approximately 4.5 seconds was observed at one point. There were no reported instances of syncope however the patient did report feeling symptomatic during the extended period of asystole. An urgent revision procedure was performed wherein this device was explanted and replaced. No additional adverse patient effects were reported.